Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and exchanged 3 days following the initial procedure. Clinical reason for explant was mentioned as ora suggested t power to high. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.